Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The lesion location was not specified. The balloon became ruptured below rated burst pressure (rsp). Therefore, it was replaced with a different device, and the procedure was continued. No pt injuries or complications were reported. Patient status is listed as "good."

Manufacturer narrative:
The complainant indicated that the device has been disposed; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.